Event description:
It was reported that this right ventricular (rv) lead was going to be revised as an increase in the pacing impedance and shock impedance were noticed, and a micro-dislodgement was suspected. The event details indicate the shock impedance reached an out-of-range measurement of 164 ohms. Technical services (ts) reviewed this patient's impedance trending and noticed the shock impedance had been increasing steadily and suspected a lead calcification. Ts recommended a commanded shock to evaluate this rv lead real shock impedance measurement and perhaps increase the shock impedance alert limit. Further information was received indicating the pacing impedance was within range. No commanded shocks were performed, and this rv lead was subsequently repositioned. The micro-dislodgement was confirmed during this procedure. This rv lead remains in service and no adverse patient effects were reported.